Event description:
Caller states patient tested >8.0 inr and 7.4 inr on the coaguchek s system while a comparison lab returned as 5.2 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Attorney reported: patient sustained injury and damages associated with use of defective product, bard composix e/x mesh. Specifically, as a result of having the composix e/x patch implanted in patient, patient suffered disabling pain and required surgical intervention.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.